Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system shut down uncommanded. The customer was able to complete the case. There is no report of death or serious injury associated with the complaint.